Event description:
The intravascular ultrasound (ivus) device was properly connected and prepared before insertion into the distal left main coronary artery during cardiac catheterization. However, it failed during the procedure. The device was promptly removed from the patient's coronary artery and replaced with a new ivus device.